Manufacturer narrative:
H.6. Investigation summary: bd received 1 photograph from the customer in support of this complaint. Evaluation of the photograph did not indicate underfill. 20 retained samples were draw-tested with deionized water. From this testing, it was determined that all 20 tubes drew within specification. Bd was unable to confirm customers¿ indicated failure mode based on the retained samples test results. No definitive root cause could be established for the reported defect. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® k2e 7.2mg plus blood collection tubes, customer had poor vacuum draw, but no report of adverse or injury.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® k2e 7.2mg plus blood collection tubes, customer had poor vacuum draw, but no report of adverse or injury.